Manufacturer narrative:
A ticket search by the lot number 88813un24 did not identify an increase in complaint activity related to the issue under review. The trend review by product list number ln 07p57 found no trends related to this issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Review of product labeling found adequate information regarding the issue under review. Also, as part of troubleshooting samples were rerun, and the data suggests the product is performing acceptably. Based on the complaint investigation, no product deficiency of the alinity c calcium assay (ln 07p57-30) lot 88813un24 was identified.

Event description:
The customer reported discrepant calcium results generated on the alinity c processing module on two patients. The following results were provided: on (B)(6) 2025, sid (B)(6) = 3.21 / 3.51 / 3.18 / 2.53 mmol/l. (B)(6) = 3.3 / 3.72 / 4.19 / 2.503 / 2.499 / 2.515 mmol/l. Reference range: 2.2 ¿ 2.6 mmol/l . No impact to patient management was reported.

Event description:
The customer reported discrepant calcium results generated on the alinity c processing module on two patients. The following results were provided: (B)(6) 2025 sid (B)(6) = 3.21 / 3.51 / 3.18 / 2.53 mmol/l (B)(6) = 3.3 / 3.72 / 4.19 / 2.503 / 2.499 / 2.515 mmol/l reference range: 2.2 ¿ 2.6 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sids: (B)(6).